Event description:
The customer reported clear fluid leaked from the manual probe of the lh 500 hematology analyzer while running in automatic mode. The customer indicated that approximately 10 ml of fluid leaked the leak was not contained within the instrument. The customer stated that the instrument did not generate any error messages for this event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. The fse assisted the customer with troubleshooting the instrument over the phone and the customer discovered that solenoid lv16 was not actuating as intended. The solenoid lv16 applies air pressure to the blood sampling valve (bsv) actuator to rotate the aspirator tip to the aspirate position. The customer replaced the solenoid lv16 and the instrument ran without any further leaks. Failure mode of the leak is attributed to the solenoid lv16 not actuating; the customer was able to resolve the issue with the assistance of the fse over the phone. (B)(4).